Event description:
The device was returned for service. During service the device under delivered. Hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.